Event description:
This supplemental report is being filed to provide additional information that the product has been explanted. There were no additional adverse patient effects. It was reported that, during defibrillation testing, this system stored an untreated episode due to t-wave oversensing and noise via reduced intrinsic amplitudes. The patient had to be externally shocked due to non-detection of the induced arrhythmia. The doctor programmed the therapy off and will replace the system with a trans-venous system. The patient was fitted with a life vest awaiting system replacement. There were no additional adverse patient effects.

Event description:
It was reported that, during defibrillation testing, this system stored an untreated episode due to t-wave oversensing and noise via reduced intrinsic amplitudes. The patient had to be externally shocked due to non-detection of the induced arrhythmia. The doctor programmed the therapy off and will replace the system with a trans-venous system. The patient was fitted with a life vest awaiting system replacement. There were no additional adverse patient effects.